Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui, urethral hypermobility and interstitial cystitis. It was reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal pain, discharge and urinary incontinence. Patient underwent widening of urethra in 2013.

Event description:
It was reported that the patient underwent gynecology on (B)(6) 2008 and a mesh was implanted into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.